Event description:
Customer reported receiving an error alarm on the insulin pump. Customer stated that the insulin pump's drive support cap was sticking out. Customer also stated that insulin was exiting the pump at faster than normal speed. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.